Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for four patients tested with coaguchek xs meter serial number (B)(4). Of the four patients, two had erroneous results when compared to results measured with the dade innovin laboratory method. Patient 1 at 10:30 a.m. Had a result of 4.1 inr. At 11:00 a.m., the result with the dade innovin method was 2.6 inr. Patient 2 ((B)(6), male, weighing (B)(6).) At 10:30 a.m. Had a result of 4.7 inr. At 11:00 a.m., the result with the dade innovin method was 3.6 inr. The customer stated that the results measured with the dade innovin method were believed to be accurate. No adverse events were alleged to have occurred with the patients. Neither patient's warfarin/coumadin dose was changed based on the meter results. Both patients had a therapeutic ranges of 2.0 - 3.0 inr. The first patient has chronic anemia. This patient's hematocrit was unknown. It was unknown if either patient had antiphospholipid antibodies. Neither patient took heparin. It was unknown if either patient took direct thrombin inhibitors. Neither patient had new medications, diet changes, illnesses, or symptoms of bleeding or bruising. The customer's product was requested for investigation. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 49%. Donor 2 hct: 44%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr; customer meter with customer strips: 2.1 inr. Donor 2: retention meter with masterlot strips: 2.6 inr; customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer stated that the first patient was chronically anemic. Per the test strip package insert, the patient's hematocrit must be between 25-55%.